Event description:
There was a hole in the catheter just past the suture wing. The problems were noticed at the time of dialysis treatment by nurse. They scheduled an exchange. They replaced the catheter with another one. No complications have been reported. This device was received, evaluated and retained by this MFR. The engineering eval noted that a hole was found in the tubing underneath bifurcation. Co believes user technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.